Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a diagnostic gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a second biopsy from the duodenum, the distal tip of forceps housing (the hinge mechanism for the forceps cups), collapsed and crimped the end of the biopsy forceps preventing safe removal of forceps from scope. It was also reported that the pull wire and cup were damaged and the device was unable to obtain further biopsy samples. Reportedly, the device was inspected/tested prior to use and no anomalies were noted, and no difficulty or resistance was felt while inserting the device though the scope. Another radial jaw 4 biopsy forceps standard capacity device was not used, and the forceps was removed from the scope at the end of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Visual analysis of the returned unit revealed that the clevis arms were bent (likely due to operational context) and the catheter was cut. No damage was noted to the pullwires or jaws. The device riveting and welding were within specification. Functional analysis could not be performed due to the condition of the returned device. The condition of the returned incident device was not consistent with the complaint of jaw and pullwire damage. The complaint was not confirmed. However, the returned unit presented with clevis arms bent, which could interfere with device withdrawal from the scope.(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a diagnostic gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after taking a second biopsy from the duodenum, the distal tip of forceps housing (the hinge mechanism for the forceps cups), collapsed and crimped the end of the biopsy forceps preventing safe removal of forceps from scope. It was also reported that the pull wire and cup were damaged and the device was unable to obtain further biopsy samples. Reportedly, the device was inspected/tested prior to use and no anomalies were noted, and no difficulty or resistance was felt while inserting the device though the scope. Another radial jaw 4 biopsy forceps standard capacity device was not used, and the forceps was removed from the scope at the end of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.